Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a distal arch aneurysm using a 22fr gore® dryseal flex introducer sheath as an accessory during the procedure. After stent graft implantation, angiography reportedly confirmed a localized dissection in the right external iliac artery. It was reported the dissection occurred where the iliac/access vessel diameters measured about 6.2-6.8 mm. An additional stent was implanted to treat the dissection, and the procedure was completed without any further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter of a 22fr gore® dryseal flex introducer sheath is 8.2 mm.